Event description:
It was reported that during a stenting procedure, removal difficulties were encountered. The lesion was located in the left common carotid artery, the vessel and lesion characteristics are unknown. A non-bsc guide wire was advanced to the lesion and a non-bsc stent was deployed. The 8.0 x 30mm sterling balloon catheter was used for post dilation, the number of inflations and atms is unk. The sterling balloon was successfully dilated, however, the balloon was unable to be retracted through an 8f non-bsc guide catheter. The physician deflated the balloon slowly once again, using an inflation device, but the balloon portion could not be retracted through the guiding catheter. Next, with the balloon portion of the catheter withdrawn half way through the guide catheter, the physician applied pressure to rupture the balloon, however, this maneuver was unsuccessful at retracting the balloon. The balloon was eventually removed from the patient, intact, with the guide catheter. No patient injury or complications were reported the patient's condition was reported as "fine".